Manufacturer narrative:
Analysis of logs did not immediately reveal a root cause, but the logs did end abruptly. This issue was documented in a medtronic software anomaly tracking database for further investigation.

Event description:
A medtronic ent representative reported a system that was unresponsive during navigation of an ent procedure. After re-booting the system, and re-registering the patient, navigation continued. The surgeon completed the procedure with the use of the fusion navigation system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
The suspect vertek arm was returned for analysis. The handle of the vertek arm is locked up as well as the instrument end joint. Faulty arm was scrapped by manufacturer. Mechanical malfunction directly caused the event. A new vertek arm was sent to the site for issue resolution.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.